Event description:
A pt underwent a revision surgery of an acdf due to screws backing out. The surgeon commented that the screws were backing out due to the pt's poor bone quality. The initial surgery took place in 2006.